Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device. The 1.5x15mm mini trek otw and miracle bro 6 referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that there was resistance advancing and removing the 1.5x15mm and 2.0x15mm mini trek otw on the miracle bro 6 guide wire in the heavily calcified and heavily tortuous, first diagonal coronary artery. The miracle bro 6 guide wire had to be re-advanced as the 2.0x15mm mini trek was withdrawn to avoid loss of vessel access. The same mini trek was used on other guide wires during this procedure without issue. The same miracle bro 6 guide wire was successfully used with a 2.75 trek otw and then a trek rx without issue. There were no adverse patient effects. No additional information was provided.